Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the balloon leaked due to a pinhole. The procedure was completed successfully with another cre wireguided dilatation balloon. No further information has been obtained despite good faith efforts. The reported anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in an unknown anatomy location.